Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that he was hospitalized for high blood glucose levels, with a reading of 1245 mg/dl. The customer didn't have the insulin pump with him at the time of the call, and was unable to troubleshoot. Nothing further was reported.